Event description:
It was reported that a clearlink vented paclitaxel set came apart at the ¿white connection where pvc tubing meets non pvc tubing, leaking fluid.¿ the set leaked saline solution. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified a slight crimp of 2nd white bushing after the drip chamber. Saline was run through the set; a leak was identified at the crimp. The cause of the leak is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.